Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). No product returned for investigation. Most likely underlying root cause: mlc-62-user had poor technique. Note: same reporter facility, similar complaint as MDR's 00255, 00256, but different products involved.

Event description:
Consumer reported a complaint for erratic blood glucose test results. The director of nursing at the medical facility called on behalf of the patient. The customer is concerned with tests results obtained of 157 and 548mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 11/30/2020 and open vial date is unknown. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique. Test strip UDI#: (B)(4). Note: same reporter facility, similar complaint as MDR's 00255, 00256, but different products involved. Note 2: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that it is comfortable with results from the replacement meter.

Event description:
Consumer reported a complaint for erratic blood glucose test results. The director of nursing at the medical facility called on behalf of the patient. The customer is concerned with tests results obtained of 157 and 548mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 11/30/2020 and open vial date is unknown. The meter memory was reviewed for previous test result history: result 1: 157mg/dl, date: (B)(6) 2019, time 12:48 fasting, result 2: 548mg/dl, date: (B)(6) 2019, time 12:47 fasting, result 3: 103mg/dl, date: (B)(6) 2019, time 09:00 fasting, result 4: 97mg/dl, date: (B)(6) 2019, time 21:15 fasting. Result 5: 319mg/dl date: (B)(6) 2019 time 17:54 fasting.